Event description:
It was reported that after performing successful pre-dilatation using a 1.5x6 trek balloon dilatation catheter, the trek was withdrawn, then an intravascular ultrasound (ivus) was advanced, but was unable to cross a 15-mm long, moderately calcified, concentric, 99% stenosed, de novo lesion in the 3-mm diameter heavily tortuous mid right coronary artery. The ivus was withdrawn, then a 2.5x12 voyager rx was then advanced without resistance to the lesion. During the first inflation to 8 atmospheres for 15 seconds, the voyager balloon ruptured. The voyager was withdrawn without resistance. The procedure was completed using a 3.0x15 xience v stent and a non-abbott balloon for post-dilatation. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device: guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.